Event description:
A device was returned with allegations of a gap between the enclosures and missing or displaced rubber feet. The customer also reported a ¿ventilator service required¿ alarm occurring during operation. At the time of the event, specific device settings were not provided. No patient involvement or harm was reported. The error log revealed event code e-136, indicating that the airstream temperature sensor was reading maximum or minimum counts for an extended period. During evaluation, the device was found to have the airstream temperature sensor disconnected internally, which triggered the e-136 fault. The sensor connection was re-secured, and the unit was reassembled. Additional service included thorough cleaning of the outer enclosure, visual inspection and acceptance of various components (sd card door, connectors, handle o-ring, etc.), and confirmation that the device passed the pm verification. The previously reported gap between enclosures could not be confirmed. No significant errors, aside from the e-136 event, were present in the error log. Following repairs and reassembly, the device passed all final functional and safety tests. Evaluation is complete.